Manufacturer narrative:
Off-label, unapproved or contraindicated use (aortic neck angulation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a pre-operative rupture of a 6.1 cm aneurysm in the right common iliac artery and a 4.7mm aneurysm in the left common iliac artery. The proximal neck had a portion with a bend of more than 90 degrees and the minor axis blood vessel was 27-28mm in diameter. It was also noted that both external iliac arteries had ¿hairpin curves.¿ it was reported that the bifurcated stent graft was implanted just below renal artery, and another manufacturer¿s limbs were implanted into both the iliac arteries and that same manufacturer¿s cuff was also implanted proximally to prevent migration. A type ia endoleak was identified on angiogram. The physician stated that the cause of the event was due to neck angulation of greater than 90 degrees. They also noted that the severely angled portion of the proximal neck was deformed into an accordion shape as the delivery system was inserted, which resulted in failure to obtain sufficient landing zone length as planned in addition to insufficient adherence to the vessel wall when deployed. In the evening following the endovascular procedure the patient experienced paraplegia. An attempt was made to raise the patient¿s blood pressure. A CT revealed that the proximal type I endoleak had resolved and there were signs of improving tendency of the paraplegia. The physician stated that the possible cause of the paraplegia is due to both iliac artery aneurysms that were treated by another manufacturer¿s devices covered/occluded both internal iliac arteries. The physician believed that the cause of the paraplegia is due to the ¿occluded¿ iliac arteries at one time. There is no occlusion of stent grafts. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.